Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported stating that the patient received new charger and was not having any problems now. She was able to charge and use the stimulator as needed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative regarding a patient implanted with an implantable neurostimulator ins for spinal pain. It was reported that the recharger screen was blank and the ins was discharged. Additional information was reported on mar-19-2019 stating that the recharger (insr) worked for a little while but now it is doing the same thing as the previous insr - the screen was blank even when plugged into the wall. They stated the insr was not beeping (it was not doing anything). They requested a replacement desktop charger. It was reviewed that they send insrs fully charged so that was likely why the insr worked at first but then when it needed to be charged, it wasn't able to be charged from the wall. They reiterated that they met with the patient on (B)(6) 2019 to check ins as patient was no longer feeling stimulation. Caller realized at that time, after attempting to interrogate with 8840 and patient saying it had probably been a couple months since they charged, that ins was overdischarged. During that appointment, the rep used insr to complete prm and patient was able to charge ins normally. They stated the patient notified them 2-3 days later that their insr wasn't working and that's when they called in for an insr replacement. They noted they must have used a functioning insr to complete the prm and normal charging. They were able to interrogate the ins today and enter normal programming session. They saw that ins was off, last session was (B)(6) and service life was ok. Technical services reviewed that the ins should not go into overdischarge again before patient received new desktop charger and the ins could be left on or off but patient should charge as soon as possible when they receive desktop charger replacement. They made note that the date that the patient stopped feeling stimulation was unknown. Their desktop charger had bent connector pins. No further patient complications were reported.